Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe luer slip had an insect inside the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction : from: lot #: 7053936 to: lot #: 7361941. Investigation results: by evaluating the available photo sample it was possible to observe foreign matter - grease residue. For the reported defect it can be affirmed that this is a one-off occurrence related to the lubricant residue of the syringe assembly equipment caused by equipment failure or during the maintenance process. In this way the maintenance technicians of the production line will be notified as to the occurrence and the defect identified from this claim will be monitored for trend evaluation. Batch history analysis was performed, quality notifications and maintenance records were verified where no records were found that were potentially related to failure. It was verified the batch record and the manufacturing date for this batch was january 29th to 30th, 2018. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; and visual inspection each 2 hours at 1 cycle at packaging machine and inspection system challenge each shift; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. This is an individual occurrence, related to the residue of lubricant from the assembly machine caused by equipment failure or human failure during the maintenance process. The maintenance technicians will be notified from this complaint and the defect identified from this complaint will be monitored for trend evaluation. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.